Event description:
Please refer to the attached user facility medwatch report for the initial description of the event. The following additional info was provided on follow-up communication: upon removal of the sheath, the physician noted that 3 to 4-inches of the distal portion had detached. An attempt was made to remove the detached piece but it cold not be located and was thought to be lodged in the subcutaneous tissue. The pt was discharged without further treatment, but then experienced pain several days later. The pt was readmitted to the hosp, the detached piece of sheath was successfully located near the insertion site in the groin area and was surgically removed without difficulty. There were no additinoal pt complications.